Event description:
It was reported that patient underwent an explant procedure for unknown reason. The explanted device was disposed at the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 18854088.